Manufacturer narrative:
The cori console p/n rob10024 sn(B)(6) used in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. The cori log files and/or case files were not provided. Therefore log/case file assessments could not be performed, and the reported error could not be confirmed. Although not confirmed the most likely cause of the reported ¿critical error¿ message when selecting a new case is an occurrence of a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before cori tka procedure critical error upon start of case creation. Was in the middle of naming the case when the system threw the error. Shut down system and created a new case to recover. No patient harm or additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.